Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted due to an unspecified quality performance issue and difficulty with pocket healing. The explanted unit was later returned for analysis and it was stated the patient is positive with hepatitis b. Another device has been implanted without reported post implant complications.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that this device was explanted due to an unspecified quality performance issue and difficulty with pocket healing. The explanted unit was later returned for analysis and it was stated the patient is (B)(6) with (B)(6). Another device has been implanted without reported post implant complications.